Manufacturer narrative:
IFU was reviewed and it includes hypotony as a known complication and adverse reaction. On (B)(6) 2018, it was reported from (B)(6) medical center that dr. (B)(6) experienced a case with hypotony. Lot number and sample are not available for evaluation.

Event description:
Low iop.